Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system with bd maxzero¿ needle-free connector broke from the hub during use. The following information was provided by the initial reporter: "we have had some issue with the tube breaking off."

Event description:
It was reported that the bd nexiva¿ closed IV catheter system with bd maxzero¿ needle-free connector broke from the hub during use. The following information was provided by the initial reporter: "we have had some issue with the tube breaking off."

Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the photograph submitted for evaluation. Bd received a photograph which displayed one bd 18ga nexiva closed IV catheter system single port devices without packaging. All components were present. The photo shows the extension tubing separated from the port of the winged adapter confirming the reported issue. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to missing or low adhesive during dispensing. There are also vison systems for adhesive presence. Preventive maintenance (pms) were conducted at 100% as scheduled with no deviations. A device history record review showed no non-conformances associated with this issue during the production of this batch.